Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, is the lot number for this file unknown? If the lot number is known, please provide.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and a barbed suture was used. During the procedure, the needle separated from suture when used. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/18/2019. Additional information was requested and the following was obtained: if the lot number is known, please provide. Lot pch352.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/22/2020. Additional information: d4, h4, h6. Corrected information: d3, g1, g2. A manufacturing record evaluation was performed for the finished device pch352, and no non-conformances were identified.